Event description:
Rptr states that he uses the referenced devices on his patients. He states that he took one of the devices apart and the filter inside the unit has a vinegary odor and an oily feel. Rptr states that he called the distributor and was told that what he noticed was the calcium cloride drying material put on the filter. He states that he contacted another firm that sells the devices and was told that they were unaware of anything added to the filter. Rptr states that he then contacted g e medicaland was told that they would look into his concern and call him back. Rptr states that ge has not yet returned his call.